Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred at the bottom connection of the crit-line blood chamber that threads to the dialyzer. The leak was visually observed to be an external leak where blood had pooled below the wings of the pvc adapter around the threaded area that connects to the dialyzer. Test strips were used to confirm the leak. Estimated blood loss was no more than 5ml. The pt had no adverse effects and no medical intervention was required. The pt completed treatment. Companion samples are available for mfg evaluation and has been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.